Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient is still in pain. No steps have been taken to resolve the patient's pain. It was also reported the type of back problems the patient is having are degenerative disc disease and cervical pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had gone through physical therapy and were able to walk again but did have a spinal cord injury as a result of the failed implantation attempt by their physician. The patient is currently managing their pain by use of prescription pain medication. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the healthcare provider (hcp) had difficulty inserting wires (lead) at the time of the implant. The patient stated since implant, the patient has had "nothing but problems" and was a failure. The patient stated from that point on, the patient has had spinal problems, worse problems and no answers as to why the hcp chose to implant a new lead at implant, rather than use the same lead as the trial which worked. This was considered to be a sudden change in therapy/symptoms. No further information was reported.

Manufacturer narrative:
Refer to manufacturer report 2649622-2007-00702 and 2649622-2007-00703 for details pertaining to the reportable related event. The referenced reports pertain to the patient's main component. All future additional information pertaining this event will be sent in this report.

Event description:
Additional information was received from a patient. It was reported that during the implant surgery, the health care professional (hcp) tried to put the stimulator in the back her after the 10 day trial that worked. The patient said during implant surgery the hcp was unable to get the stimulator in but continued to push and push. Patient said the hcp finally gave up and went out and told her husband he did not know why, but he could not get the stimulator in. After surgery the patient was paralyzed and had to learn to walk all over again, she stayed in hospital for 2 weeks. Years later found out she has spinal cord injury. Now the patient is having problems with her back. The patient said this occurred following the surgery she had in 2006. Patient was redirected to the healthcare organization the hcp worked for. No further patient symptoms or complications were reported in this event.